Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 77-year-old patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had impella cp support and there was access site bleeding noted. A light femostop was placed. Additionally, there were high purge pressure alarms noted. The purge cassette was replaced to no avail. Eventually, the pump stopped. The impella was removed.

Manufacturer narrative:
The investigation for the high purge pressure and the pump stop has been completed. The pump was not returned for investigation. Data logs show a long purge bag change time of about 3 minutes, followed by a gradual rise in purge pressure and a pump stop with saturated pump flow at the end of the case run. The pump failed to restart, with several motor current spike alarms. Heparin was not added in the purge solution. The cause of the pump stop issue was related to use involving a long purge bag change time, which led to clot formation and a rise in purge pressure. According to the impella IFU, the recommended time for purge cassette/bag changes is less than 90 seconds. B1-selected adverse events b2-selected death and added date of patient death. H1 type of reportable event changed to death. H6 impact code changed to 1802.

Event description:
It was further reported that the pump stopped and while preparing to exchange it out, the patient coded and expired.